Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent temperature alarms occurred despite the pump not being exposed to extreme temperatures. In addition, it was reported that the pump battery depleted faster than expected. There was no reported impact to the customer's blood glucose level. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.